Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Educated patient on signal loss. Advised patient to verify that no other devices show connection on the smart device bluetooth settings. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) /2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.